Manufacturer narrative:
(B)(4). The device was fired on colon mesentery. Seam guard was used for buttressing material. The device was not fired across or near an existing staple or clip. There were no unexpected noises heard. The device fired properly. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. Event could not be confirmed as the device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic subtotal colectomy procedure, the device was fired once and then it would not re-open. It was not on tissue. A new device was pulled and used to complete the procedure. There was no patient impact reported.